Manufacturer narrative:
Concomitant medical products: model: dvfc3d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infected implantable cardioverter defibrillator (ICD) system implant site and device erosion. It was noted that an antibacterial absorbable envelope was in use at the time of the infection. Cultures were taken and antibiotic treatment was necessary. The ICD system has been extracted. No further patient complications have been reported as a result of this event.